Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va19xf8, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Rep reported during stage 2 on (B)(6) 2017, the lead got stretched some in the length that goes into the header block. The lead outer housing was visibly stretched, but there appears to be no breakage seen along the lead. The lead was connected to the ins, impedances were checked and were within normal range. Surgeon is not in the position to replace lead during this procedure and rep wanted to know if they should replace the lead in the future due to what occurred. It was reviewed that the system integrity looked good and that it didn't appear that having the lead delivering current would be an issue. However, the patient may be at higher risk for connection issues later due to the stretched lead. Rep will discuss with the surgeon and the surgeon will decide what to do from here. No patient symptoms reported.

Event description:
Additional information was received. It was reported that the cause for the striping of the housing was too much tension by the surgeon. The lead will be removed on (B)(6) 2017 and replaced with a new lead of the same model.